Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The customer declined service and the external battery was scrapped. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a defective external battery. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an external battery with reduced level of capacity. There was no patient harm or serious injury reported as a result of this incident.